Manufacturer narrative:
The device was evaluated by ventec where the issue of the ventilator being unable to maintain peep (positive end expiratory pressure) and the low exhaled tidal volume (vte) levels, was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
A device was returned to ventec for other unrelated repairs. During service at ventec, it was observed that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were unsteady. There was no patient involvement associated with the reported event.